Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. At 9:00 am, the laboratory result was 1.6 inr. The laboratory method was not known. At 12:44 pm, the meter result was 2.3 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no heparin and the hematocrit was in the normal range. The customer presses and squeezes their finger when obtaining the sample. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.